Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed external visual inspection but failed functional testing as a result of the no power alarm remaining silent when both power sources were disconnected from the controller. The controller's internal battery (bt1) that supplies power for the "no power alarm" was found under voltage and with signs of leakage. The most likely root cause of the reported event may be attributed to the internal battery that supplies power for the no power alarm found under voltage with signs of leakage. The manufacturer has an open internal investigation to evaluate the no power alarm not activating. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that during the smr-upgrade procedure there was a no power alarm displayed. An elective controller exchange was performed and well tolerated by the patient. There were no effect on patient and it was stated they were doing fine the whole time. No further information available.

Manufacturer narrative:
Updated final conclusion: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed external visual inspection but failed functional testing as a result of the 'no power' alarm remaining silent when both power sources were disconnected from the controller. The controller's nickel-metal hydride (nimh) internal battery that supplies power for the 'no power' alarm was found defective with signs of leakage. The most likely root cause of the reported event may be attributed to a leaky nimh battery that powers the 'no power' alarm. Heartware has opened an internal investigation to evaluate controllers where the no power alarm fails to sound. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.